Event description:
A report was received that the patient had to frequently charge the ipg. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient had to frequently charge the ipg. Database analysis revealed no anomalies. The patient will undergo an ipg replacement.

Manufacturer narrative:
Update to initial MDR.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg),

Event description:
A report was received that the patient had to frequently charge the ipg. Database analysis revealed no anomalies. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the two ipg were replaced. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had to frequently charge the ipg. The patient will undergo an ipg replacement.